Event description:
It was reported that the insulin pump alarmed no delivery, which could not be cleared due to unresponsive keypad and buttons. The caller stated that there was insulin in the reservoir, but not much. The customer's blood glucose was 234 mg/dl. The caller stated that the screen of the device was frozen. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive esc button due to corroded keypad traces. No frozen screen noted. Unable to confirm no delivery alarm due to unresponsive buttons. Insulin pump received with cracked case on display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.